Event description:
The pt's mother reported her daughter's site was red; there was drainage of blood and puss after wearing the pod for less than 24 hours on her leg. She went to see her healthcare provider who placed her on a low grade antibiotic of cephalexin for her site infection. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for eval. We are unable to assess if any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.